Event description:
Pt reported that when they used this device in december 2003 and 2004 their blood glucose was elevated (in the 200's [mg/dl]}. Pt feels that this device is not giving enough insulin. Pt is unsure if problem is with basal rate or bolus. Pt is now using back-up device. No treatment was received as a result of these incidents.